Event description:
Alleged event: during inspection/functionality testing, it was discovered that several of the rubber bands were broken. There was no patient injury.

Manufacturer narrative:
The device history report review (DHR) of the product dermahook 1/2 hook 10 pkg/bk 6 hks/pkg, lot # 01a1400018 was manufactured on 01/02/2014 a total of (B)(4) pieces. Lot was released on (B)(4) 2014. DHR investigation did not show issues related to complaint. The device sample was received by the manufacturer, but the investigation is on-going at time of this report.